Event description:
The pump was returned to animas for investigation. Evaluation revealed that the force sensor was out of calibration, and there was contamination on the force sensor plate and shim. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a rewind, load, and prime sequence was performed, and the pump would not prime. The pump was able to be primed during force sensor calibration. During evaluation the force sensor was found to be out of calibration. There was evidence of a green contamination found on the force sensor plate and shim. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.